Event description:
It was reported that "it was found before using it to the patient. There was air leaking at the cuff pilot". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for evaluation. The manufacturer reports: "visual inspection performed on the complaint sample. No abnormality found on the product from its outer profile. Leak test was performed to the complaint sample. Presence of bubble was identified on the tear location. The leak was found at the cuff sealing and side flap and backplate area. Functional test was performed on complaint sample. Cuff could not maintain the deflation and inflation due to leak. DHR was reviewed. There was no abnormality found. Based on the complaint description, the complaint is related to leak air from cuff pilot prior to use. Visual inspection on the sample received has found no abnormality. Functional test on the complaint sample has shown present of bubbles (leak on cuff). Leak test was performed on the complaints sample and present of bubbles (leak) on the cuff was observed. Deflation and inflation test was performed on the product, the cuff could not maintain the pressure due to leak area. In conclusion, the root cause of the failure was manufacturing related complaint." A non-conformance was opened to further address this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "it was found before using it to the patient. There was air leaking at the cuff pilot". No patient involvement reported.